Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the transfer set came apart." This was observed when disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction. D1: brand name: replace minicap transfer set with minicap d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). G4: combination product: add no (previously blank). Additional information . H11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection with the naked eye observed the female connector was separated from the main body pf the twist clamp. The reported issue was verified. The sample did not meet specification and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. No other issues were identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.